Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1057, cer bioloxd option hd 36mm, 963080, 00620205220, shell porous with multi holes 52 mm, 61636527, 00625006535, bone scr 6.5x35 self-tap, 62454382, 00625006530, bone scr 6.5x30 self-tap, 62729880, 00630500036, neutral poly liner 36mm set, 62587705, 650-1065, cer option type 1 tpr sleve -3, 195570. Reported event was confirmed by review of the provided medical reports. The medical reports states patient had dislocation at three months postop and occasional pain. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right hip closed reduction due to dislocation approximately three months postimplantation. Attempts have been made and additional information on the reported event is unavailable.